Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for evaluation. A device history review was conducted for lot number 9081867. Records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, during the visual evaluation of the returned device, bd engineers identified characteristics, in the broken edge of the extension tubing, that are characteristic of clamp damage. The corresponding slide clamp was inspected and measured, and found to be with the dimensional limitations set by product specifications. To address this issue has initiated a project to change the slide clamp to a less abrasive pinch clamp. Bd will continue to monitor this issue.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system's extension tubing was found damaged during use. The following information was provided by the initial reporter, translated from chinese to english: "during usage,it's noticed that ext. Tubing damaged".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system's extension tubing was found damaged during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during usage, it's noticed that ext. Tubing damaged."